Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was reported, that the patient did not remember the cgm nor blood glucose readings from the event. But stated, that there had been an inaccuracy. On (B)(6) 2023, the patient loss consciousness, because of a low blood glucose level and fell and injured the back of her head, because of this. The patient was brought to the hospital by her daughter and regained consciousness at the clinic. The patient was not able to provide any information regarding possible treatment received. But stated, she was discharged after spending a total of 2 days in the hospital. There was no information available regarding the injury the patient suffered from the fall. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.